Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen was struck by a ball, resulting in a cracked, nonresponsive screen and a nonfunctional pump; the issue pertains to a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with impact damage to the touchscreen leading to fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.